Event description:
A hospital in essex, the united kingdom reported via fisher & paykel healthcare's office that a neopuff infant resuscitator was displaying a very erratic valve operation. This issue was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The valve assembly component of the subject neopuff was physically examined as well as performance tested against a functional manometer to check for erratic peak inspiratory pressure (pip) readings. Results: when the pip valve's control knob was adjusted incrementally, a periodic drop of pip was observed at pressure settings above 20 cm h2o. The manometer, display needle would fluctuate. Inspection of the valve's control knob revealed a depression in the center portion of the knob consistent with a knock or external impact. The control knob appeared to be bent and the front panel of the neopuff exhibited dents and a long scratch mark. Conclusion: the fluctuations of the complaint device were due to a defective pressure relief valve. The occurrence of pressure fluctuations during adjustment of the pip knob is a known problem. We have an open CAPA to examine the cause of fluctuations in pip during adjustment of the control knob. The neopuff infant resuscitator is a portable reusable device which can be susceptible to impact damage for instance when dropped. It is possible that an external force or shock caused the valve control knob to become bent therefore affecting the operation of the pressure relief valve. Our user instructions advises the user to carry out a performance check should the device be dropped or subjected to considerable impact. The valve assembly component in the subject device was replaced and the neopuff unit serviced.